Event description:
The facility reported a fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics,